Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video-optik "endoeye 3d", 30° light did not stay on, it turned on and off by itself during a bypass bariatric surgical procedure. The device malfunction caused a 30 - 40 minute delay while the patient was under general anesthesia. The procedure was performed with a non-olympus tower, as the facility only had 2 endoeyes in demo. The reporter stated, one had been used in the morning was not yet sterilized and it was possible to use the olympus tower. There were no reports of patient harm associated with this event.

Event description:
It was reported that the procedure was therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally to provide a correction to the initial with information inadvertently left out (b5 and g2) and an update to field (d9, h3, and h4). The device was evaluated by olympus. Although there were non-reportable (non-pae) defects noted, there were no reportable (pae) device defects observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.